Event description:
This device was listed in the field safety notice issued in (B)(6) 2005 (group no.1). Because the pt became pacemaker dependent, the device was explanted prophylactically. It should be noted that this device was listed in the field safety notice issued in october 2005 on symphony / rhapsody related to metal migration - it was recorded under recall # z-0266-06 and recall # z-0267-06 in the united states.

Manufacturer narrative:
July 27, 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.